Manufacturer narrative:
The following checks have been performed: 1. Water quality was checked by the (B)(4) company; it is ok. 2. Roche has checked the liquid level detection on three e602 analyzers in the laboratory; it is in the right range. 3. The hospital engineer measured grounding while the roche engineer was present; it was fine.

Manufacturer narrative:
Additional information: the units of measure were iu/l. The only result reported outside the laboratory was 48.62 iu/l, which was considered to be the correct result. The patient was not harmed.

Manufacturer narrative:
It was noted the customer was not using the recommended rack adaptors. Rack adaptors were installed on (B)(4) 2013. Since that time, no additional erroneous hcb+b results have occurred.

Event description:
The customer alleged questionable results for intact human chorionic gonadotropin + the ss-subunit (hcg+ss), estradiol, and lutenizing hormone on an unknown number of samples. Data were provided for one patient sample tested for hcg+ss. The initial result was 0.137 accompanied by a data flag. The repeat result was 48.62. The units of measure were not provided. It is unknown which results were reported outside the laboratory. It is unknown if the patient was adversely affected. Further information has been requested. The lot number of the reagent was 16956300; the expiration date was not provided.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event.